Event description:
Caller reported that the touchscreen of their pump was cracked and shattered, rendering it illegible and unusable. There was no adverse impact to the customer's blood glucose level. Technical support agreed to replace the pump, sending a replacement with updated software. They provided instructions on storage mode and returning the damaged pump with a prepaid shipping label. The customer will use multiple daily injections as a backup therapy until the new pump arrives, and delivery will require a signature.